Event description:
The patient experienced painful stimulation in the jaw and chest and also shortness of breath. The device was turned off, and then the generator and lead were replaced. No other relevant information has been received to date.

Event description:
Information was received from the physician that the shortness of breath was believed to be caused by vns stimulation. It was also noted that &;she believed due to the device and lead" which might refer to the patient. It was noted that per the physician, the intervention (device disablement and full revision) was for patient comfort, not to preclude a serious injury. No other intervention was reported. No other relevant information has been received to date.